Event description:
It was reported that few days prior to device change out for normal eri, aborted shock during an episode due to possible output circuit damage was noted. Backup vvi mode and long charge time was also seen. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. Review of programmer printouts noted an alert for possible output circuit damage. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the reported output anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.